Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .

Event description:
Reference number (B)(4). Event occurred in united states it was reported that patient faced infusion set leakage event on 26-oct-2024. The leakage was at infusion set. The infusion set was in use for 6 hours.. No further information available.